Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. As the occlusion alarms had occurred in the past, no troubleshooting could be performed to determine a possible cause of the occlusions. There was no reported adverse impact to the customer's blood glucose level.